Manufacturer narrative:
(B)(6). Results: nineteen customer samples were returned and leak tested with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5126962. Conclusion: bd was not able to duplicate or confirm customer's indicated failure. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the luer adapter of the bd vacutaine® safety-lok¿ blood collection set 21g with luer adapter was attached too loose causing leakage during blood collection. No serious injury or medical intervention reported.